Event description:
Update 08. April: the surgery was prolonged about 15 minutes.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports the following: the client found that for both guides, the inner packaging was pierced while the outside carton was intact. The customer explained that to overcome this problem, the surgeon had to use guides normally reserved for humeral reaming, which are much shorter. The surgery was able to take place but in more complicated conditions. There was an unspecified extension of the surgical time. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Implant and explant dates: device is an instrument and is not implanted/explanted. No code available¿ was selected to indicate a required alteration of the surgical plan. PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. No nonconformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product investigation was completed: both devices were received in the original plastic and the original outside carton package. Our investigation shows that both, plastic and carton packages, are pierced and therefore defective. It was also found that the carton packages are stripped off at the provided area. There are no wear and tear signs on the products. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information we are not able to determine the exact cause of this complaint because no detailed information about the event is available. It is likely that the reaming rods were subjected to a non-adequate storage during the transport in combination to any heavy impact with an unknown object, which has finally caused the perforation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.